Manufacturer narrative:
Device is a combination product. Device evaluation by MFR: synergy ous mr 2.50 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. A stent strut from the proximal end of the stent was lifted and bunched distally to the mid-section of the stent. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 22apr2020. It was reported that crossing difficulties were encountered. The 81% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery. Following pre-dilatation with a 2.0x15mm non-bsc balloon, a 2.50 x 20 synergy ii des drug-eluting stent was advanced but failed to cross the lesion due to angulation and calcification. The procedure was completed with a different device. No patient complications nor injuries were reported. However, returned device analysis revealed stent damaged.